Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 7x120 x130 innova stent advanced and deployed to treat the lesion. However, upon stent deployment, it was noted that one of the struts was fractured. The fractured stent strut was ballooned and the procedure was completed. No patient complications were reported and the patient's status was fine.